Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head exploded in mouth when brushing teeth / brush head came off and broke [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that the oral-b brushhead, version unknown exploded in her mouth when she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that the brush head came off and broke. This was the first time that this had happened to her since she got her electric toothbrush. She noted that she used the toothbrush correctly, and didn't apply force. She changed the brush head a short time ago. No symptoms developed. Relevant history: none reported. No further information was provided.